Event description:
It was reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sram (random access memory) was replaced. The system was then found to be operating as intended.